Event description:
In 1994, I operated on a lady that had subluxated human lens due to complications of marfan's syndrome. At that time she underwent complete pars plana vitrectomy, fragmatome lensectomy and insertion of sutured posterior chamber alcon cz70bd iol secured to the sclera at the 3:00 and 9:00 position with the alcon pair-pak polypropylene 10-0 suture. In 2006, pt presented to my office with a spontaneous dislocation of the alcon cz70bd iol. The nasal haptic was dislocated posteriorly and the temporal haptic was still attached to the polypropylene suture. The next month, she was taken to the or for repair of the eye. At surgery, I removed the dislocated iol and found that the polypropylene suture knot was still attached to the eyelet of the iol nasally. With gentle manipulation to remove the iol the temporal suture came loose, much to my surprise since very little movement of the iol was done. In inspecting the removed iol under the microscope, it was readily apparent that the polypropylene suture material had dissolved at the knot that was tied to the haptic on both sides. The way I tie the suture to the iol is wrap the suture through the eyelet two times and secure the suture with a double throw and two single throws of the knot at each eyelet. This was not a case of the scleral portion of suture simply cheese-wiring through the sclera and releasing the iol. It was very clear that the polypropylene suture had dissolved and lost its strength. This occurred 12 years after the original surgery. I would be happy to speak with anyone about this problem and wanted to report this problem to you for review.